Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis indicated the distal conductor of the lead was obstructed due to a guidewire fragment stuck in the lumen. The guidewire was broken. The guidewire was damaged. The guidewire was kinked/buckled. The guidewire was unraveled. The distal conductor of the lead became extrinsically distorted due to pulling/stretching/overstress. Visual analysis of the lead indicated damage at implant. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the lead tip was damaged while trying to backload the lead onto a guidewire. The lead was replaced. No patient complications have been reported as a result of this event.